Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed more than three openings and broken assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ silicone migration: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. No other observations observed, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side rupture, "suspected covered perforation of the silicone augmentation", "suspicious lymph node enlargement" and "silicone-containing lymph nodes" diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture, "suspected covered perforation of the silicone augmentation", "suspicious lymph node enlargement" and "silicone-containing lymph nodes".

Event description:
Healthcare professional reported right side rupture, "suspected covered perforation of the silicone augmentation", "suspicious lymph node enlargement" and "silicone-containing lymph nodes" diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.